Event description:
It was reported that the device had an error code 1720. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was not available for review. Functional testing confirmed the reported issue. The cause was the broken back-up capacitor wire. The back-up capacitor was replaced to resolve this issue.